Event description:
Pediatric dose of gentamicin 0.75 ml was lost in the tubing during priming procedure. Rn reported inproper volume sent by pharmacy. After investigation it was determined that microbore tubing labeled volume 0.42 ml was incorrect on one lot only. Residual volume = 1 ml